Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed no signs of physical damage. The cycler underwent a functional display test and failed. The transformer on the inverter board was shorted and burned. After replacing the inverter board with a known good board, the cycler passed the functional display test. The cycler tested positive for the presence of glucose. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharps in cassette area that may have punctured a cassette membrane and the cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Additionally, the internal visual inspection showed no other signs of abnormalities. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient¿s contact called into technical support regarding a blank screen during step 6 of setup. The green ¿ok¿ key and the ¿stop¿ sign is on, however, the cycler screen was blank and not turning on. At this point in time, the technical support representative offered a replacement and advised to discontinue the use of the current cycler. It was reported that the patient would revert to manual treatment. Upon follow up with the peritoneal dialysis nurse (pdrn), it was confirmed that the treatment was completed. There were no adverse events or medical intervention required as a result of the reported event. The patient has received the new cycler. The old cycler was returned to the manufacturer for physical evaluation. Upon evaluation, it was found that the transformer on the inverter board was shorted and burned.